Manufacturer narrative:
No further information was able to be obtained from this customer. However, the handpiece was returned for evaluation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The handpiece was manufactured on march 19, 2015. Based on qa assessment, the product met specifications at the time of release. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this handpiece. The associated system was manufactured on march 26, 2015. Based on qa assessment, the product met specifications at the time of release. A handpiece was received for evaluation. A visual assessment of the returned handpiece did not reveal any non-conformity. The handpiece resistance value on the returned handpiece was tested. The returned handpiece passed test. The returned handpiece was connected to a calibrated system and tuned. The returned handpiece passed tune. The returned handpiece was functionally tested at 100% longitudinal and torsional power for 5 minutes. The returned handpiece generated both longitudinal and torsional power during test. The returned handpiece u/s and torsional strokes were measured. Both u/s and torsional strokes were found below specifications. The returned handpiece was disassembled and inspected. Water was found inside the returned handpiece. Water ingress is known to cause the handpiece become functionally non-conforming. The cause of the reported event can be attributed to water ingress. However, how the water got inside the handpiece remains inconclusive. Actions taken. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing no phacoemulsification power during a procedure. The case was completed after exchanging the handpiece. There was no harm to the patient.